Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was not treated with antibiotics for the event. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized and was treated with ceftazidime injection (1g, ongoing) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.